Manufacturer narrative:
Additional manufacturer narrative: this supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness is 04/28/2014; this information was noted on 9/21/2015. This event was an adverse event as well as a product malfunction. Medical intervention was required to preclude serious injury or death. Life threatening and required intervention to prevent permanent impairment/damage (devices) were added because the ventilator required change out. Brand name: avea comprehensive ventilator. Information redacted from initial MDR, submitted in error. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
Corrected data: malfunction. No patient injury.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s) on (B)(6) 2014. "Per resp therapist - when advanced settings button was hit the rate-volume-insp time and peep settings all maxed out. The vent started alarming. When rt tried to adjust settings back down the screen was frozen and did not respond. No patient injury. Patient transferred to another vent."

Manufacturer narrative:
The user facility did not provide any patient or device codes on their user facility report. Codes were derived based on the information provided by the user facility, of the user facility medwatch report received from the FDA on (B)(4) 2014. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative and the carefusion failure analysis lab technician. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative pressed the advance settings button numerous times with no change in the device settings. Therefore he was unable to reproduce the reported event. The field service representative replaced the device's uim (user interface module) pn: r1951, sn: (B)(4) as a precaution and tested the device per the service manual. The device passed all testing and was declared ready for use. Upon receipt, the carefusion failure analysis lab technician performed an evaluation of the uim (user interface module) pn: r1951, sn: (B)(4). The uim was installed onto a known good device and powered on. The failure analysis lab technician found that pressing any active area on the touch screen would cause the function selected to activate (rate, volume, inspiratory time, peep, etc.) To scroll to maximum on its own without having to move the encoder (selector knob, once timed out the selected function would revert back to previous set value provided that the "accept" button was not pressed. The failure analysis lab technician removed the uim's covers, observed that all connections were intact and no visual anomalies were found. A new encoder assembly was installed but this did not correct the reported issue. The failure analysis lab technician isolated the cause to the cpld u501 socket assembly on the control pcba pn: 52340 lot/sn: (B)(4) rev t. It was found that by physically pressing down on this ic the reported issue would correct itself. After further investigation and after removing the cpld from the socket the failure analysis lab technician found debris between the ic's pin and the pin of the receptacle. This may have been a possible contributing factor to the reported event.